Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had stickiness on the connecting tube protector and the universal cord. Also, the light guide cover glass was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corroded light guide cover glass is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding, the stickiness on the connecting tube protector and a sticky universal cord, the identity of the foreign material causing the stickiness and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.